Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the superficial femoral artery. Pre-dilation was performed with an 5.0x100mm armada 35 balloon. The 6.0x150mm absolute pro self expanding stent was advanced over a non-abbott 260cm stiff guide wire with the assistance of a non-abbott guide catheter. During stent deployment, the thumbwheel stopped working therefore, the stent partially deployed and then a non-abbott stent was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the heavily calcified anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported/noted activation/deployment failure. Interaction with the heavily calcified anatomy and/or inadvertent mishandling resulted in the noted device damages (wrinkled/kinked sheath, kinked inner member, bunched/wrinkled stabilizer, bent stent struts) all likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.